Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the jaws locked on the tissue and would not open. The device was pulled off. The procedure was completed using a like device. No other information was available. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # n90g2h. The device was received in good physical condition. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. No issues were noted with opening and closing of the jaws. The device was disassembled to inspect internal components. It was found that an internal component was misassembled, affecting the functionality of the device. It is likely that this issue occur during our manufacturing process. The batch history records were reviewed with no anomalies noted during the manufacturing process.